Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the moderately tortuous, 95% stenosed, distal circumflex artery, the 1.5 x 15 mm mini trek balloon dilatation catheter (bdc) was advanced to the proximal lesion, but could not go further, so inflation was attempted to dilate the proximal portion of the lesion. A leak was noted and the balloon would not inflate. The device was removed and a 1.2 x 6 mm mini trek bdc was used successfully to pre-dilate the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported leak and inflation issue were able to be confirmed. The reported failure to advance could not be replicated in a testing environment as it is based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported complaints appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.